Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the mid-40's (mg/dl); cause was unknown. Glucose tablets, carbohydrates, and juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer continued using the pump and had manual injections available as alternate insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: several low blood glucose (bg) values ranging from 40-48 mg/dl were recorded by continuous glucose monitor (cgm) between (B)(6) 2018 and (B)(6) 2018. Prior to each low bg, cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 6:00 am daily, the basal rate changed from 0.45 units per hour to 1.25 units per hour based on the personal profile time segment setting. Low bg¿s of 40-43 mg/dl were recorded by cgm on (B)(6) 2018. Prior to the low bg¿s, user requested a 7 unit bolus by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. Low bg¿s of 46-48 mg/dl were recorded by cgm on (B)(6) 2018. Prior to the low bg¿s, user requested a 5 unit bolus by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values, and while still having insulin on board. User then requested a 5.79 unit bolus for a bg of 280 mg/dl while still having insulin on board. Low bg of 40 mg/dl was recorded by cgm on (b)9^) 2018. Prior to the low bg, user requested a 1.68 unit bolus for a bg of 132 mg/dl. Low bg¿s of 41-46 mg/dl were recorded by cgm on (B)(6) 2018. Prior to the low bg¿s, user requested a 5.8 unit bolus for a bg of 235 mg/dl. Low bg¿s of 40-45 mg/dl were recorded by cgm on (B)(6) 2018. Prior to the low bg¿s, user requested a 3.39 unit bolus for a bg of 185 mg/dl while still having insulin on board. Approximately 30 minutes later, the user requested a 0.27 unit bolus for a bg of 185 mg/dl while still having insulin on board. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.